Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she has been experiencing sensor reading discrepancies for about 2 to 3 weeks and the insulin pump would go into threshold suspend when it shouldn't. The customer stated that the current sensor was reading 63 mg/dl but her blood glucose was 116 mg/dl. The customer mentioned that if the sensors don't work, her driver license could be revoked. The customer received a weak signal alert during troubleshooting. The customer was advised about the proper insertion and calibration process.